Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they encountered an error indicating the e-200 was disabled and needed to be restarted. The tse had the customer press the restart button, but the same error reappeared. The customer then checked the back of the e-200 and found that the teal fiber cable was disconnected. The customer was unable to locate the teal fiber cable, so they connected a backup e-200. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start of the procedure. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.